Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received from the patient alleges that "there is time where it seems hard to breathe for a while". During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation with the visualization of foam particles inside the blower kit. The recall number was updated on this report. In addition to the above findings, the device was found to have a scratches on ui panel and upper enclosure. Both the ui panel and upper enclosure were replaced. Unit passed final testing. H3 other text : device evaluated by third party service center.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.